Event description:
It was reported that pump touchscreen became frozen and did not respond to customer input, preventing interaction with pump screen. There was no adverse impact to the customer's blood glucose level. Customer performed pump reset using information provided by technical support and was able to interact with pump screen after reset.